Event description:
It was reported that there is physical damage to the insulin pump. Customer stated that the drive support cap is sticking out of the insulin pump. Customer also reported hospitalization for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose value at the time of 911 call was 700+ mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a stained end cap sticker.